Manufacturer narrative:
This report is being supplemented to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device was found with no image on the screen. Fluid invasion was observed, device failed electrical continuity test. The device was placed under aeration and once completed, the device was tested. The unit exhibited clear image, passed the fog test. Based on evaluation findings, the reported issue was confirmed. The root cause of the reported issue was due to fluid invasion likely attributed to user¿s maintenance and or handling issue.

Event description:
It was reported that during preparation for use the device exhibited no image when plugged in. There was no patient involvement on this event. No user injury reported.